Event description:
Catheter balloon would not deflate. Cut catheter arm to no avail. Injected add'l 10-15 cc's of fluid and 10 cc's of mineral oil to no avail. Injected add'l 10-15 cc's of fluid and 10 cc's of mineral oil without results. Bladder was filled with water and catheter balloon was inflated with add'l 60 cc's fluid which resulted in balloon rupture, no pieces appear to be missing. Catheter was replaced without further complications. Catheter was indwelling for 6 weeks at time of removal.